Manufacturer narrative:
For the positive result, the CT value was 34.98 and is indicative of a sample near the limit of detection (lod) of the assay. A review of the growth curves did not show any abnormalities. The ic CT values for the alleged samples were consistent across all four runs. The roche controls and ic values were in line with release data. An investigation was performed and no product problem was found. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged result discrepancies with 2 sample collections taken from one patient when tested with the cobas sars-cov-2 test. The first collection was taken as part of the patient's company routine screening program. There was no indication that the patient had symptoms or any known exposure to sars-cov-2. The second collection (negative result) was for a flight travel. Per the instructions for use, the cobas sars-cov-2 for use on the cobas 6800/8800 systems is a real-time rt-pcr test intended for the qualitative detection of nucleic acids from sars-cov-2 in clinician-instructed self-collected nasal swab specimens (collected on site), and clinician-collected nasal, nasopharyngeal and oropharyngeal swab samples from patients with signs and symptoms suggestive of covid-19 (e.g., fever and/or symptoms of acute respiratory illness). The sample types were nasal, and different media were used for the sample collections. For the first collection, the sample was taken with a turkish domestic brand swab type and viral transport medium (sanotema, nucliswab) and for the second collection, the sample was collected in roche pcr media and a nucliswab was used for sample collection. Per the instructions for use, the test is intended to be used for the detection of sars-cov-2 rna in nasal, nasopharyngeal and oropharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd universal viral transport system (uvt) and nasal swab samples collected in cobas pcr media and 0.9% physiological saline. Testing of other sample types with cobas sars-cov-2 may result in inaccurate results. All results were released and no harm is alleged. For the positive result, the CT value was 34.98 and is indicative of a sample near the limit of detection (lod) of the assay. A review of the growth curves did not show any abnormalities. The ic CT values for the alleged samples were consistent across all four runs. The roche controls and ic values were in line with release data. An investigation was performed and no product problem was found.